Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9597-20 angled reamer sleeve had an issue. While reaming the glenoid, the angled reamer driver shaft was scraping the angled reamer sleeve. This scraping suddenly causes the surgeon's wrist to twist and makes the reaming difficult. The shaft is brand new, and it seems that the angled reamer sleeve is the cause of this twist while using the power. The case carried on and was completed successfully. This was discovered during an rtsa procedure on (B)(6) 2023, with no patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.